Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the pump intermittently suspended insulin deliveries without user input. In addition, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 110-600 mg/dl; cause was not known. Boluses via the pump were delivered and manual insulin injections were administered to address bg level. The customer reverted to manual injections for insulin therapy.